Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working properly. During the appointment, it was noted that the pump was dimpling when pressed. Troubleshooting was attempted by the hospital personnel to no avail. Two weeks later, a surgical procedure was performed in which the existing pump was removed and replaced. There were no patient complications reported. It was also noted that following the surgery, the patient was retrained in the use of the ipp.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was visually and microscopically examined, and functional testing. It was observed that the kink resistant tubing (krt) had been cut down to the pump block and it was not returned. There were no leaks identified. Under the microscope, it was seen that the pump deflation ball was misaligned, and it was seated too far forward. During manual pump deflation, it was identified that the fluid was coming out from the reservoir tubing instead of the cylinder tubing. The pump was functionally tested to confirm the functionality of the device and did not complete the inflation test. The pump was unable to be functionally tested further. Based on the information available and analysis results, the spring misalignment could have caused or contributed to the reported clinical observation of pump collapse.

Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working properly. During the appointment, it was noted that the pump was dimpling when pressed. Troubleshooting was attempted by the hospital personnel to no avail. Two weeks later, a surgical procedure was performed in which the existing pump was removed and replaced. There were no patient complications reported. It was also noted that following the surgery, the patient was retrained in the use of the ipp.